Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the patient's "machine" had been going crazy for the last few days. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.